Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was successfully performed prior to the deployment of a 29mm sapien 3 valve. During valve deployment, difficulties were encountered during the inflation of the commander delivery system balloon. It was reported that it was ¿difficult¿ to push the inflator. Post deployment of the valve, the decision was made to inflate the valve again to verify full deployment. The balloon was ¿a little¿ easier to inflate the second time. However, it took ¿a long time¿ to deflate the delivery system. The exact time required to deflate was not provided. The valve was successfully deployed. No consequences to the patient were reported. At the time of the report, the patient was in stable condition. Per the 3mensio report, the native annular diameter measured 26.8mm with a valve area of 564.2mm2. Calcification was present on the native leaflets. Per the 3mensio report, the access vessel minimum luminal diameter (mld) measured 8.5mm. Calcification and vessel tortuosity were present. It was perceived that the tortuous aorta contributed to the inflation and deflation difficulties during valve deployment.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed a slight bend on the balloon shaft likely due to return packaging. A partial twist on the crimp balloon was also observed. Review of provided procedural cine and imagery was also performed. Review of the procedural cine revealed the first inflation of the valve was done slowly and did not reach full inflation of the balloon until approximately 11 seconds after start of deployment. The balloon deflation was initiated approximately 14 seconds after the start of valve deployment and was completed approximately 6 seconds after initiating deflation. The initial deployment attempt took approximately 20 seconds to complete. After the first inflation, a small waist could be observed on the deployed valve. The second attempt at inflating the valve took place faster than the initial attempt. Complete inflation of the balloon was achieved approximately 5 seconds after inflation was initiated. Deflation of the balloon started approximately 2 seconds later and lasted approximately 8 seconds. The post dilation attempt took approximately 15 seconds to complete. The patient 3mensio report indicated an aortic root at 75 degrees from horizontal. Calcification and tortuosity were also present in the access vessels. During functional testing, the balloon was inflated and deflated to simulate t valve hv valve deployment. The inflation/deflation time was measured to be 12.37 seconds, which meets the specification of < 20 seconds. A slight rotation of the balloon was observed during inflation, returning to the original condition after deflation. Due to the nature of the complaint, no dimensional analysis was performed. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other related complaints. Complaint history review from june 2019 to may 2020 for the edwards commander delivery system (all models and sizes) revealed other returned complaints for the reported events. Three (3) of the complaints were confirmed and a manufacturing nonconformance was identified in the returned devices. A CAPA was previously initiated to conduct additional investigation and institute any necessary corrective and/or preventive actions as required. Additionally, a product assessment was previously initiated and addresses the product risks related to this issue. For other similar reported codes, available information suggests that procedural factors contributed to the complaint events. A review of complaint data for may 2020 revealed that the complaint rates did not exceed the control limits for the applicable complaint trend categories. The IFU, device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. Do not mishandle the delivery system or use it if the packaging or any components are not sterile, have been opened or are damaged (e.g. Kinked or stretched), or the expiration date has elapsed. Visually inspect all components for damage. Ensure the edwards commander delivery system is fully unflexed and the balloon catheter is fully advanced in the flex catheter. To prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. Verify proximal balloon shoulder greater than 1 cm distal to the sheath marker. Unlock inflation device. Initiate rapid ventricular pacing ensuring 1:1 capture, sbp = 50 mmhg, and pulse pressure < 10 mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a controlled slow inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Balloon should be fully deflated and un-flexed prior to retraction into sheath. Stop pacing and withdraw the balloon from the native valve. During the manufacturing process the entire delivery system, including the crimp balloon and inflation balloon, undergoes multiple visual inspections and testing. The inflation balloon undergoes 100% inspection for single wall thickness and visual defects. The crimp balloon undergoes multiple 100% dimensional and visual inspections. The crimp balloon to inflation balloon laser bond and balloon catheter laser bond prep also undergo 100% visual inspections. During final inspection, 100% distal to proximal visual inspection is performed by manufacturing and quality. The entire device is inspected for damage or missing pieces and the inflation and crimp balloons are inspected. In addition, functional product verification (pv) testing is performed on finished devices under a sampling basis. The balloon inflation/deflation time and balloon inflation pressure are tested. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. No failures occurred during product verification testing and the lot was released. In this case, the complaints were confirmed based on visual inspection, functional testing and procedural cine / imagery review. A potential manufacturing defect may have contributed to the incorrect balloon shape. Per a previously initiated CAPA, the twisting of the crimp balloon component can occur during manufacturing, due to inadequate manufacturing procedures and equipment, leading to an incorrect crimp balloon shape on the final device assembly. Although the functional testing of the device did not reveal any difficulties inflating and deflating the balloon, a rotation of the inflation balloon was observed. As mentioned in the description, ¿it was perceived that the tortuous aorta contributed to the inflation and deflation difficulties during valve deployment.¿ review of patient imagery provided indicates that calcification and tortuosity was present in the patient anatomy. It is possible that calcification/tortuosity present and the twisting of the inflation balloon, may have resulted in reduction of the inner luminal diameter and restricts the fluid flow. Depending on the degree of twisting, ability to inflate/deflate the balloon maybe impacted. Although a definite root cause was not able to be determined, based on the available information, it is possible that in addition to a potential manufacturing defect (twisted crimp balloon), patient factors (vessel calcification, tortuosity) may have contributed to the reported inflation and deflation difficulties. A potential manufacturing defect (inadequate manufacturing procedure/equipment) may have contributed to the incorrect balloon shape. A CAPA was previously initiated to conduct investigation and institute any necessary corrective and/or preventive actions as required regarding the incorrect balloon shape as a result of manufacturing. Additionally, a product risk assessment was previously initiated and addresses the product risks related to this issue. No labeling/training/IFU deficiencies were identified.